Event description:
It was reported that the right atrial (ra) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms, triggering a lead safety switch (lss) from a bipolar to unipolar configuration. Device longevity decreased and premature battery depletion (pbd) was suspected. Technical services (ts) was contacted, and ts explained the lss put the ra in suspension, causing an increase in power consumption, but noted the device was depleting normally based on the higher outputs. The device and leads remains in service. No adverse patient effects were reported.